Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of a hypoglycemia event where the system did not alert the patient. The event happened on 08 march 2025 at around 08:35 pm. The patient reported that the blood glucose (bg) value at the time of event was 35 mg/dl whereas sensor glucose (sg) reading was 190 mg/dl. The patient was able to self resolve the event by drinking apple juice.

Manufacturer narrative:
The user reported having a low glucose event on (B)(6) 2025 8:35 pm where user's sg was 09 mg/dl and bg was 35 mg/dl.a review of the data management system (dms) data revealed that on 8-mar-2025 at 8:35 pm user's sg was 190 mg/dl, and no bg was entered. A review of the alert history revealed that the user did not receive a low glucose alert around the reported time as user's sg value was above 65 mg/dl. The user resolved the event by drinking apple juice and cp was aware of the event. A case (B)(4) was created to address sensor inaccuracies at the time of the event. A review of the data management system (dms) revealed some variability in the sg/bg matching, which appeared to improve after a few days of monitoring. A review of 2 weeks worth data (13 march 2025 - 27 march 2025) post-monitoring was analyzed, and user showed better sg/bg values.the root cause of the variability observed at the time of the low glucose event is potentially related to an issue with the in-vivo state of the sensor hydrogel, which could not be confirmed from the raw in vivo data available to us. The user is currently using the system with no further inaccuracy related cases, by closure of this complaint. B4. Date of this report 23 april 2025. G3. Date received by the manufacturer? 23 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.